Manufacturer narrative:
Section b3: date of event is estimated.

Event description:
It was reported that the ipg had reached end of life (eol). It was noted that the was using highest program setting as it provided the best stimulation. Surgical intervention was undertaken wherein the ipg was explanted and replaced. Therapy was restored.

Manufacturer narrative:
A patient experiencing an inoperable ipg was reported to abbott. The patient ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event is consistent with the battery reaching end of life.